Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's mother stated the patient experienced diabetic ketoacidosis (dka) in the evening and drove the patient to the emergency room. It is unknown what the cgm was displaying during this time. When they arrived at the ER, a bg value was taken and the value read high and the cgm during this time was 301 mg/dl. Blood work and other procedures were done. A computed tomography (CT) scan was performed due to the patient having gastroparesis. The patient was treated with an insulin drip for dka and was also provided morphine for gastroparesis. The patient was discharged from the hospital on (B)(6) 2022. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.